Event description:
It was reported that insulin was leaking past the o-rings. It was stated that the customer changed the infusion set three times to manage the blood glucose level down. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.